Event description:
Litigation papers allege the patient suffered symptoms and damage to his body including but not limited to constant and severe pain and discomfort in his left thigh, left hip-joint, and groin; the formation of severe metalosis which has damaged bone and tissue surrounding the implant; chromium and cobalt metal toxicity; and other complications. As a result of the pain, the patient has trouble walking and experiences pain anytime he moves from standing to a sitting position and vice versa. Patient will undergo revision surgery sometime in (B)(6) 2011, in order to have the device removed and replaced with another prosthesis. Update: (B)(6) 2011 - the sales rep has reported the revision surgery. Reason for revision was not provided.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.